Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause is of this malfunction is traced to component failure due to cut on boot of the cable. During estimation it was found to have no image due to damaged video cable should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had broken cord and has exposed elements. The issue was identified during reprocessing. There were no reports of patient involvement.